Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn less than an hour.

Manufacturer narrative:
The device was received undeployed. The data presented a rotational sensor error. The device completed first and second primes earlier than expected. The device was reset and rerun. The rerun data replicated rotational sensor errors. Excessive flash was observed on the commutator cap. The excessive flash would cause extended open circuits as observed in the data. The excessive flash on the commutator cap can be confirmed as the cause of the rotational sensor errors, ultimately resulting in the needle's failure to deploy.